Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and confirmed that the camera cart would not display a signal after power on. The uninterruptible power supply (ups) was replaced and the issue resolved. The uninterruptible power supply (ups) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue could not be confirmed. The returned ups was put through a standalone test and no fault was found, it powered up and shut down normally and all outputs measured expected voltage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera cart would not power on, while the main cart was functioning as intended. The site took the panel off and checked the light on the uninterruptible power supply (ups) and other internal components. There was no lights on, they traded out the cart to cart cable without resolution. No patient was present at the time of the event.